Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: how many devices demonstrated the alleged deficiency? 1 packet. Please confirm if the device is available for product return? No.

Event description:
It was reported that a patient underwent a dental implant procedure on (B)(6) 2026 and suture was used in the gum. During the procedure, the suture snapped off the needle while being sutured. The dentist completed the treatment using a different suture from a different pack. There were no adverse patient consequences. Additional information was requested.